Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was continuing to dislocate. The liner was converted from a dual mobility to a constrained liner. Right hip.

Event description:
Patient was continuing to dislocate. The liner was converted from a dual mobility to a constrained liner. Right hip.

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving a bi mentum pe liner 22/43 was reported. Conclusions: the reported device is an serf product. Written acknowledgement from serf that an investigation has been initiated at the site was received and has been attached within the communication log. "Technical investigation: the technical investigation cannot be carried out because the product has not been returned. Documentary investigation: (B)(4) units manufactured. No non-compliance observed on this batch. (B)(4) units marketed by serf in december 2020. No other complaints have been recorded on this batch. Root cause hypothesis. Device compliance when placed on the market. In the absence of further information, the most likely cause cannot be determined." Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Patient was continuing to dislocate. The liner was converted from a dual mobility to a constrained liner. Right hip.